Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was loose, and subsequently the pump battery intermittently could not be charged past 10-15 percent battery life. Customer¿s blood glucose level was 341 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.